Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness and diabetic ketoacidosis.

Event description:
It was reported that an alert/notification settings issue occurred. On the morning of (B)(6) 2024, the patient's daughter texted her mother, but there was no response so the daughter went to the patient's bedroom and found her unconscious. The daughter called emergency medical service (ems) and the ambulance took the patient to the hospital. The patient did not get an alert on her receiver that her blood glucose was high (the bg reading was 600 mgdl). The patient was admitted to the intensive care unit (ICU) for eight days and diagnosed with diabetic ketoacidosis (dka). There was no documentation about the medication administered at the hospital but it was documented that the patient took lantus insulin 20 units in the morning and 6 units of lispro insulin every meal time as diabetes management treatment. The patient was admitted from (B)(6) 2024. At the time of the report the patient was feeling better and just feeling a little weak. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.